Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. The home patient was connected at the time of the alarm. There was nothing unusual noted with the supplies or setup that could have caused or contributed to the reported alarm. The patient completed therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.